Event description:
A report was received that a patient had an infection at the midline incision site. The physician prescribed the patient oral antibiotics and the infection has since cleared. The patient is reportedly doing well.

Event description:
A report was received that a patient had an infection at the midline incision site. The physician prescribed the patient oral antibiotics and the infection has since cleared. The patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Event description:
A report was received that a patient had an infection at the midline incision site. The physician prescribed the patient oral antibiotics and the infection has since cleared. The patient is reportedly doing well.